Manufacturer narrative:
Occupation - the occupation is lay user/patient. Device evaluated by MFR: device not returned.

Event description:
The initial reporter stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 1:15 p.m., a sample from this patient was tested using the meter, resulting with a value of 4.1 inr. At 3:15 p.m., a sample from the patient was tested in the laboratory on a stago analyzer using neoplastine reagent, resulting with a value of 2.8 inr. The patient's warfarin dose was not changed based on this value. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient is currently feeling fine. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is once per week. The patient did not have hematocrit issues or antiphospholipid antibodies. The patient did not take heparin or direct thrombin inhibitors. The patient last took medications 13 hours prior to the event. The patient's warfarin dosage changed prior to the 4.1 inr meter result, but no details were provided on what the change was or when it occurred. The patient had 2 cysts removed during a scheduled procedure on (B)(6) 2019 and started taking antibiotics. The patient is currently taking these antibiotics. Prior to this surgery, the patient's warfarin dose was gradually reduced. The patient did not take warfarin on the day of surgery. The patient received lovenox injections and then began bridging with warfarin. The patient had no changes in diet, no additional illnesses, and no bleeding or bruising. The patient did not have a special or unusual diet. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 353503) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's meter was returned for investigation where it was tested using retention test strips and retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 2.9 inr, qc 2: 3.0 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3 %. No information was provided that would point to a cause for the result discrepancy. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.